Manufacturer narrative:
Evaluation was not possible, as the device has not been returned (method code and results code). Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies (method code). In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. No further investigation can be performed at this time. (B)(4).

Event description:
During a rotator cuff procedure it was reported that as soon as the surgeon started the blade was shedding. The particle(s) were flushed and the procedure continued. No delay, patient injury or complications were reported.